Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open left lobo-isthmectomy, upon ligation of vessels, 1/3 of the clips were not properly formed and did not hold. The surgeon was able to squeeze the handle but there was issue experienced with the loading or firing of the clips. Another clip applier of the same reference was used to complete the procedure. There was no patient injury.